Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the patient's ptm was not paired properly with their pump and that it cleared after the dose changes were made. It was stated that the error message said no settings found because it was not transferred after dosage changes were made to her pump. Actions/interventions taken included ptm settings were added to enable ptm. The application software version was the latest version. When asked to clarify the report of the pump not delivering, it was stated that the ptm was not delivering bolus at the time. The cause of the pump not delivering was that the ptm was not enabled at the time. Actions/interventions taken included ptm settings were added.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for non-malignant pain. It was reported that the patient's pump was turned off for surgery and, at the time of the call to technical services, they were seeing an error message for the pump. The reporter did not know what the message was. Technical services connected the reporter to the national answering service to page a local manufacturer representative (rep). Additional information provided indicated that the error message that was reported was from the patient's handset. The type of error message was unknown. The manufacturer representative (rep) came and reviewed information with the patient and the nurse practitioner (np). The reported surgery was unrelated to the patient's pump device or therapy. During surgery, the pump was not turned off, it was just turned to the "lowest level". It was also reported that the np could tell when the pump was not delivering, as the patient would be in pain and, when the pump was delivering, the patient was not in pain. The hcp had no further information to provide.